Event description:
Caller states pt tested 4.1 inr on coaguchek xs system 1 and 2.8 inr on coaguchek xs system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 20176431, expiration date 01/31/2011). Reference medwatch report with pt identifier (B) (4) for the suspect device used in system 2.